Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 5th april, 2024 getinge became aware of an issue with one of the washer-disinfector with the model name: 9027. As stated, during maintenance work, it was noticed that surgical instruments had been processed in a washer-disinfector, even though the device does not have a wash cycle to process this type of equipment. So far, we have not been informed of any adverse consequences related to this issue.based on the all information collected, we decided to report this customer product complaint in abundance of caution and based on the potential that any ineffective cleaned goods could be used to the patients¿ treatment and could be the source of cross-infection.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5th april, 2024 getinge became aware of an issue with one of the washer-disinfector with the model name: 9027. As stated, during maintenance work, it was noticed that surgical instruments had been processed in a washer-disinfector, even though the device does not have a wash cycle to process this type of equipment. The problem has been investigated by the subject matter expert from the manufacturing site. The wahser disinfector with the model name 9027 is not meant for processing surgical instruments, it´s areas of use is stated in the user manual. Getinge does not promote or take any responsibility for a machine that has been subjected to miss-use and if the instructions hasn´t been followed. It was established that the getinge product was directly involved with the reported event and meet its specification. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that triggered further scrutiny. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment or diagnosis. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature, we shall continue to monitor for any further events of this nature.